Event description:
It was reported that the user experienced prolonged hypoglycemia after announcing four dinners, including two ¿less than usual¿ entries for small snacks under 15 grams of carbohydrates while using the system with a dexcom g6, which the user later recognized as over-announcement. Symptoms included common hypoglycemia manifestations, with a reported glucose nadir of 42 mg/dl and approximately two hours below range. Outcomes included at-home treatment with oral carbohydrates, including gummies, orange juice, and apple cider, with no ketone testing, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education focused on appropriate meal announcements, emphasizing avoidance of announcing small snacks under 15 grams and allowing the system¿s correction algorithm to manage potential highs. Investigation of this case revealed that the hypoglycemia was consistent with accidental over-bolusing due to unnecessary meal announcements rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user-related over-announcement was the likely cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.